Event description:
It was reported that this right atrial (ra) lead exhibited infection with erosion. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.